Manufacturer narrative:
Date sent: 09/25/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Cholecystectomy, the trocar leaked pneumo. It is unknown how the case was completed. There was no consequences to the patient.